Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.0/090 (sphere/cylinder/axis), on (B)(6)2023. Post-op, corneal edema was resolving. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2023-02572. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the corneal edema has been resolved and the patient is doing well. Claim # (B)(4).